Manufacturer narrative:
This was initially reported on the summary report dated 8/18/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced mental and physical pain, suffering, permanent injury, disability, impairment, urinary problems, vaginal scarring and a product problem. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.